Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the intraocular pressure recovered slowly after cutting. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative attended a few surgeries and observed that the surgeon positioned the tubing in a way that caused it to recover slowly. The company service representative trained the customer the proper placement of the tubing in the system. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the tubing positioned in a way that slows the pressure output. The manufacturer internal reference number is: (B)(4).